Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0207 delirium/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. From (B)(6) 2026 to (B)(6) 2026, the sensor consistently displayed a cgm reading of 98 mg/dl for approximately two days. The patient did not perform any fingerstick blood glucose (fsbg) testing to verify the glucose values and stated that he relied solely on the insulin pump for glucose information. On (B)(6) 2026, the patient began experiencing fatigue and delirium while the pump continued to display 98 mg/dl. The patient did not check the dexcom app to compare readings. On (B)(6), the patient reported vomiting throughout the day. On (B)(6), the patient reported losing consciousness (loc) in the morning, and his wife transported him to the emergency department (ed) in harbor city, california. At the time of loc, the pump was reportedly still displaying 98 mg/dl. No fsbg readings were obtained by the patient prior to ed arrival. Upon arrival at the ed, a bg reading of 700 mg/dl was reportedly obtained, and the patient was subsequently admitted for treatment. The patient was unable to provide additional details regarding the event and stated that he does not recall the exact bg value, any cgm readings recorded during hospitalization, diagnostic testing or the medications and treatments administered. The patient reported experiencing dka; however, he did not confirm that the diagnosis was made or medically verified by a healthcare professional. The patient¿s glucose levels were stabilized during the hospital stay and he remained hospitalized from (B)(6) 2026 through (B)(6) 2026. The patient stated that he does not remember when the sensor was removed or what ultimately happened to it. Following discharge, the patient attended a follow-up appointment with his healthcare provider on (B)(6) 2026 and reported additional follow-up appointments scheduled from (B)(6) 2026 through (B)(6) 2026. The patient believed the alleged dka with loc was attributable to inaccurate sensor readings. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.